Event description:
It was reported that no urine output from the foley catheter. The department reported an issue with one catheter not producing urine during use. The problem primarily affects model 123420c, which has been in use for years with no reported operational issues. They would like to investigate the root cause to prevent damage to the product's reputation within the department.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached photo, no abnormalities and visual defect was observed on the sample. However, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. A potential root cause for this failure mode could be due to insufficient of air blow pressure or incorrect air blow direction which causes drainage eye occlusion/blocked drainage lumen. A review of the device labeling has been conducted. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no urine output from the foley catheter. The department reported an issue with one catheter not producing urine during use. The problem primarily affects model 123420c, which has been in use for years with no reported operational issues. They would like to investigate the root cause to prevent damage to the product's reputation within the department.